Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a touch screen failure, as exhibited by diagnostic code 3153. No patient involvement .